Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging over 500 mg/dl; cause was unknown. Bg was addressed via manual injections. The customer was instructed to consult with their healthcare provider regarding bg level.